Event description:
The event is reported as: the customer alleges that the tube was found torn near the wye after a few days of use. No report of a pt injury or delay in treatment. The pt's condition is reported as fine.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.